Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not showing up any patient. A technical support specialist (tss) dialed into station and login as cfnadmin. The tss requested customer to check from their end to confirm, and customer said that was unable to confirm whether it was fully working. Customer also mentioned there had been a problem with two systems one being bd and it was a cerner issue not a bd issue. Customer gave permission to close the case and mentioned that the user would reach out if further assistance needed.

Event description:
It was reported that when using the bd pyxis¿ es server, nurses were trying to retrieve medication, but no patient showed up. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.